Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a loss of communication between the insulin pump and mobile application; a battery failed alarm and an unspecified pump error alarm. Blood glucose value at the time of event was 300 mg/dl. The event involved product(s) mmt-6101, mmt-1884, mmt-431ag, mmt-342. Troubleshooting was performed, including inspecting the battery cap and compartment for damage or corrosion, ensuring proper battery alignment, and advising the customer to use a new aa lithium battery stored at room temperature. The customer was also instructed to keep the pump and mobile device within 20 feet of each other without obstacles. After completing these steps, the battery failed alarm did not reoccur, and the devices successfully paired. The customer was advised to monitor the pump and call back if further issues arise. No further patient complications were reported. No product return is required for mmt-6101. No product return is required for mmt-1884. No product return is required for mmt-431ag. No product return is required for mmt-342.